Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow up. The pacemaker battery was at elective replacement and premature battery depletion was suspected. The pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: field should reflect device not returned.